Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) system implant procedure the patient experienced ventricular fibrillation (vf). It was also reported that as the doctor was closing the pocket the patient had no pulse. Cardiopulmonary resuscitation was performed with additional medicinal interventions. The patient went into cardiac arrest and was pronounced dead.